Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an alert for high out of range impedance values on the right atrial (ra) lead channel. Technical services (ts) analyzed device episode data and found stored events of atrial tachy response (atr) due to respiratory rate trend (rrt) noise and oversensing as well as ra impedance values greater than 3000 ohms. It was noted that the impedance values had been spiking for over a year. Ts suggested reprogramming options. The ra lead is a non-boston scientific product. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an alert for high out of range impedance values on the right atrial (ra) lead channel. Technical services (ts) analyzed device episode data and found stored events of atrial tachy response (atr) due to respiratory rate trend (rrt) noise and oversensing as well as ra impedance values greater than 3000 ohms. It was noted that the impedance values had been spiking for over a year. Ts suggested reprogramming options. The ra lead is a non-boston scientific product. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.